Manufacturer narrative:
Device eval anticipated, but not yet begun.

Event description:
During routine testing of the device, the repair technician reported the power on/off switch was difficult to turn off or on. Since the event occurred during routine testing, there was no pt involvement during this event.